Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had poor pacing due to high capture threshold and high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high threshold and high lead impedance were not confirmed. A complete lead which was in one piece with all tines intact was received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead was normal with no anomalies found.